Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter was reading inaccurately at 7pm on (B)(6) 2018, when she obtained alleged inaccurately high blood glucose results of ¿160 and 200 mg/dl and above¿. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient reported that she does not take any medication to manage her diabetes as her doctor had advised her to stop taking metformin oral medication two days earlier. She stated that 45 minutes after obtaining the alleged high results, she developed symptoms of ¿headache, sweatiness and nervousness¿. She reported that she lay down and breathed continuously to ease the symptoms and after an hour consumed apple, cheese and grapes and began to feel better. During troubleshooting, the patient confirmed that the meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event, i.e. Headache, sweatiness and nervousness, after obtaining alleged inaccurately high results on the meter.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.